Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a nurse that the customer was in the hospital with an insulin drip. Customer's blood glucose was 414 mg/dl at the time of the incident after giving herself 6 units through the pump. Customer was hospitalized on (B)(6) 2016. Customer's current blood glucose is 134 mg/dl. Customer had the following symptoms of high blood glucose: nausea and vomiting. Customer had hyperglycemia and was still admitted to the intensive care unit. Customer was wearing the insulin pump at the time of the hospitalization. Customer declined to check their settings. Customer does not have the necessary equipment to test the alarm and will be sent a tubing clamp. Customer had several no delivery alarms in the alarm history prior to hospitalization. Customer was currently off the pump and on an IV drip. Customer was advised to try a different vial of insulin.